Event description:
It was reported that during the operation, the zimmer air dermatome motor was weakened, and after the operation, the hospital tested it again, and the device did not work. No additional clinical information was received prior to this report. A follow up medwatch will be submitted if additional clinical information is received.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 10/25/2007 and was last repaired on (B)(4) 2011 for a non-related issue. Evaluation of the device observed that the motor operated just below motor speed specification and there was damage to the head, control bar, swivel and cams. Prior to repair, the device was outside calibration specification only at the zero thickness setting on both the left and right sides. Side to side calibration failed at the 0.0100" and 0.0200" thickness settings. In post-repair, the device displayed discoloration of the swivel, exterior motor casing and interior of the head. The device was previously returned to zimmer surgical two years ago for repair. Lack of preventative maintenance most likely caused the motor to become worn over time, likely causing the customer's reported event. Furthermore, improper handling related to cleaning or sterilization likely allowed moisture to enter the handpiece, which caused the discoloration to the exterior motor casing, swivel and interior of the head. No information was obtained regarding customer's sterilization practices; however, improper sterilization could have caused the corrosion on the motor. Lack of preventative maintenance and improper handling by the user also likely caused the damage to the control bar, swivel and cams. The device was serviced and returned to the customer.